Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified significant signs of wear from use and fracturing at the threaded region. No pre-existing conditions were noted on the per. The reported product was located on tooth # 11 (universal) and used for approximately 13 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional x-ray images of the product (x-ray 1-2). It can be seen that the bottom threaded portion of the screw has fractured into the implant. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant screw fractured during normal masticatory event and was retrieved and replaced by clinician with an iunihg screw.